Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total joint surgical procedure, it was observed that the battery reamer/drill device did not work; and that it had no power. There was no delay in the surgical procedure as a spare device was available for use to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information have been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not work was confirmed. An assessment was performed on the device which determined the unit did not work, and had no power. It was observed that the electronic control unit (ecu) was damaged (no output voltage), and the motor was damaged (unusual high pitch noise). The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.